Manufacturer narrative:
E1: (B)(6). H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was a leak on the hose running between the filter and the cassette. There was patient involvement, but no injury.

Manufacturer narrative:
One device was received for investigation. The reported issue was confirmed during functional testing when the reported issue was duplicated. The issue was traced to the tubing, which was determined to have been insufficiently inserted into the valve. The investigation attributed the issue to an error during the manufacturing process. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Complaint information will continue to be monitored.